Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3389s-40, lot# va1h8hu, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: neu_unknown_lead, implanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that high impedances greater than 40,000 ohms were observed on contact 2 during electrode placement. The lead, burr hole cover, alligator clip, external neurostimulator and clinician programmer making the measurements were all changed, but the issue was not resolved. No medical symptoms were reported. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va1h8hu, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 3389s-40, lot# va1hgzy, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. A new lead was placed. The cause was unknown. They were waiting on a response from medical affairs to help determine the cause. They also stated they used two different leads, twist lock cables, and alligator clips and still had high impedance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the issue was possibly related to some sort of coating on the contact that dissipates or an air bubble that somehow happens to preferentially effect contact 2. It was noted that they had issues where they immediately swap out a lead with the exact same impedance issue on the same contact. The hcp experiences this result more with contact 2. No further complications are anticipated.